Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the steel cannula broke off and remained in the patient's body. The patient's blood glucose level was elevated. The patient was taken to the hospital and they surgically removed the cannula. The patient was in the hospital for "a short time." The device lot number was not provided. Return of the suspect device was requested for evaluation.